Event description:
Alliance registry. It was reported that the patient died. An implantable cardiac monitor patient presented with an ejection fraction of about 30%. Percutaneous coronary intervention was performed (B)(6) 2023. Treatment with 2.00 mm and 2.50 mm agent dcb devices occurred on (B)(6) 2023 and the patient was discharged the same day. Pulmonary vein isolation was then performed for persistent atrial fibrillation on (B)(6) 2024. The patient was discharged 5 days later. After being discharged from the hospital, the patient's activities of daily living decreased and home visit treatment began (B)(6) 2024. On (B)(6) 2024, the patient was found in cardiac arrest and an ambulance was called. The patient was resuscitated, but unresponsive. The visiting physician and family decided not to resuscitate further and the patient was confirmed dead. The patient was diagnosed with acute exacerbation of chronic heart failure based on the course of the disease, although cardiac death was considered a possibility.